Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in-clinic following an alert indicating high and out-of-range defibrillation impedance on the right ventricular (rv) lead. Provocative testing was conducted which reproduced the event. It was suspected that the cause of the event was due lead insulation damage. However, the alleged cause was not visualized on the rv lead during the revision procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of insulation damage was not confirmed while the reported events of suspected lead fracture and high defibrillation were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found that the right ventricular pin was fractured from the crimp sleeve at the connector boot region. The lead body was bent in this location. The cause of the reported event was isolated to the fracture of the right ventricular pin due to bending fatigue.